Event description:
After inflation & deflation, the doctor was unable to pull the balloon out of the recommended introducer. He had to pull out both balloon & introducer.

Manufacturer narrative:
The device history record was reviewed and confirmed that this lot met all release criteria. This included all testing for proper passage through an paaropriately sized introducer sheath. The is the first event reported for this manufacturing lot to date. The returned catheter was evaluated. Neither the guidwwire or the introducer sheath involved in the event were returned. The balloon cantained crystallized, hardened contrast media. Due to this condition, testing on the catheter could not be performed and the event could not be reproduced. The results of this investigation are inconclusive.